Manufacturer narrative:
"A patient experienced ineffective therapy due torn extensions was reported to abbott. As a result, the extensions were explanted to address the issue. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue."

Manufacturer narrative:
B3-date of event is estimated. E1- initial reporter phone number- (B)(6). Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Event description:
Related manufacturer reference number 1627487-2023-02286. It was reported that patient experienced ineffective therapy due torn extensions. As s result, surgical intervention was undertaken wherein the extensions were explanted to address the issue. Additional surgical intervention may take place to restore therapy.